Event description:
It was reported that on unknown date in 2008, the patient underwent an unknown surgery with the s-rom and the pinnacle metalon metal at nissan tamagawa hospital. The surgery was completed successfully without any surgical delay. After the surgery, a revision surgery is scheduled. The metal liner will be replaced with a pinnacle marathon. The surgeon plans to leave the sleeve and replace the stem. If there is any slack in the cup, the surgeon is planning to replace the cup with g7. The reason of the revision surgery is unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Added: b1 (adverse event) b2 (required intervention), d6b, d10 concomitant med products corrected: b3, e1 (facility name), h1 (reportable even), h6 (health effect - impact code).